Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012, the patient obtained elevated blood glucose reading of 400 mg/dl, and experienced the symptoms of nausea, vomiting and tested positive for small amounts of ketones. The patient reported, she took a correction bolus dose of insulin and her subsequent blood glucose readings were lower. The patient did not seek any medical attention. Troubleshooting revealed pump settings, date/time and programming were correct. A review of the pump history revealed that on the day of this event, the total basal doses given was 23.145 units, and the basal setting for 24 hours is 28.53 units. The patient reported no temp basal program was used and she did not suspend the pump. The issue was not resolved. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, and it was determined she received less than programmed total basal doses for that day. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the black box shows an unconfirmed replace cartridge alarm. No basal deliveries make during the four hours and 28 minutes of the unconfirmed alarm. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was tested and all keys are responsive to user input. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The pump was tested on a 29 hour flow accuracy test and was found to be delivering within the required specification.